Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one quick connector hub with sterile sleeve was received for evaluation. During visual evaluation the device appeared clean. Material wear was noted to the sterile sleeve. No other visual anomalies were noted to the device. Therefore, the investigation for the reported device contamination with chemical or other materials was unconfirmed as no residue was noted in the hub. The investigation is confirmed for the identified material perforation as the sleeve had some wear to it. A definitive root cause for the reported device contamination with chemical or other materials could not be determined based upon the provided information. A definite root cause for identified multiple perforation issue is due to the movement between the quick connect hub and driver that led to the perforations observed on the sterile sleeve. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during bone biopsy procedure, black dust was allegedly came from a connection hub during drilling on patient. There was no reported patient injury.

Event description:
It was reported that during bone biopsy procedure, black dust was allegedly came from a connection hub during drilling on patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.